Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 798 mg/dl. The patient had blurred vision. The patient did not want to share treatment information. The patient was at the hospital for 5 days. The pod was leaking, while wearing the pod between 24 and 36 hours on the hip/buttocks.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.